Manufacturer narrative:
The customer reported that the device failed to sync during cardioversion. No adverse patient impact was reported. The hospital biomedical engineer (B) (4) evaluated the equipment and could not reproduce any problem. There was no trouble found. The response center staff reviewed the appropriate set up for sync in the or and the biomed indicated this may be a set up issue. The customer has not called back regarding this issue with this device. We are considering this issue consistent with a user error regarding set up of the device for cardioversion and not malfunction of the device.

Event description:
The customer reported that the device failed to sync during cardioversion. No adverse patient impact was reported.